Event description:
It was reported that patient underwent m2a hip arthroplasty approximately three years ago. Subsequently, the patient alleges squeaking from the hip and elevated metal ion levels. No revision procedure has been scheduled.

Manufacturer narrative:
Additional information received provided product identification part number. The product lot identification necessary to review manufacturing history was not provided. The following section could not be completed: lot number - unknown. Manufacture date - unknown.

Manufacturer narrative:
Event date - event date unknown. Implanted date - approximately three years ago. Explanted date - device still implanted. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fifteen states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces". The product and lot identification necessary to review manufacturing history was not provided.